Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and ceftazidime injection (1gm, once daily for 3 days and route was not reported) for cloudy effluent. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.